Manufacturer narrative:
Puritan bennett did update software and test unit after repair, and unit was reported to pass all required testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Npb not authorized to repair the device. The customer biomed reports, he inspected the device and replaced the graphic user interface pcb. He called npb cse to update software. The unit passed extended self testing. The customer reports the ventilator is back in service.